Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID [fsn-2023-cc-src-039], and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.

Event description:
The manufacturer received information alleging a ventilator inoperative error code was found while performing preventative maintenance on a bipap a30 silver series device. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device at third-party service center, the third-party service technician observed the error code, failure of the outlet pressure sensor, in the device's error log. The third-party service technician further evaluated and determined the printed circuit assembly (pca) board had caused the error codes to occur on the device. In conclusion, the device's pca board was replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the pca needs replaced for additional error codes, unable to read a valid time from the rtc chip, the time read from the rtc does not match time on host cpu, coin cell voltage is outside of its valid range of 1.65 to 3.6v, and software detected that rtc registers resetted or got corrupted , that were observed on the device's error log. These error codes were unrelated to the reportable issue.